Manufacturer narrative:
H10: a new initial report has been created to correct the rs number. The investigation results will be submitted on the new initial report. This file is a retraction as the information was incorrectly filed under this registration number, please reference mrn 3012307300-2025-02111 for details pertinent to this event.

Event description:
It was reported that there was a fault while updating the software and now it is stuck on the updating screen. During evaluation it was found that the device had a damaged (detached) downstream occlusion (dso) seal. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the reported problem for ¿there was a fault while updating the software and now it is stuck on the updating screen¿ was duplicated. Device without software. The software has been uploaded. Visual test was performed - damaged (detached) downstream occlusion (dso) seal. The dso seal was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.